Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported the patient had not yet been scheduled f or a revision as the hcp wanted the patient to fully heal before scheduling revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient has not been able to recharge their ins and it was implanted a week ago. The caller stated that when she attempts to connect to the ins the controller shows the poor recharge quality screen. It was reviewed that is normal and that it did not seem like a problem that would be fixed by replacing the external components. When asked if there was swelling in the pocket the caller stated that "it doesn't look terrible". The caller indicated that she was not able to determine if the ins was tilted in the pocket. The caller stated that she would review with the md and they may do an ultra sound to try to determine the depth. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the rep. It was reported that rep was with the patient to troubleshoot no communication issue. Rep said she did al recharge so rep was asked to try disable and re-enable. Rep also tried another pc but the pc is still unable to communicate with implant. Rep was asked to do al charge and the al numbers are 67/67/67. It was reviewed that the ins is probably too deep. The hcp did an ultrasound and ins is 2.5cm deep. Rep provided that device serial number. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that a revision would be required to bring the ins more shallow. Issue has not yet been resolved.